Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of small intestinal obstruction ('dilated intestinal loops consistent with small bowel obstruction') and device dislocation ('aberrant location of the essure device') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced small intestinal obstruction (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the small intestinal obstruction and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and small intestinal obstruction with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: dilated intestinal loops consistent with small bowel obstruction. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of small intestinal obstruction ('dilated intestinal loops consistent with small bowel obstruction') and device dislocation ('aberrant location of the essure device') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced small intestinal obstruction (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the small intestinal obstruction and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and small intestinal obstruction with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: dilated intestinal loops consistent with small bowel obstruction. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.